Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a female patient, (B)(6). Had a suprapubic catheter inserted. When the patient was turned on her back the catheter was found broken in two pieces. According to the nurse the catheter was not stuck to something that could have explained that it broke. The balloon was still inflated which shown that the break was recent. The catheter was changed. There was no patient injury.

Event description:
It was reported that a female patient, 78 years old, 77 kg. Had a suprapubic catheter inserted. When the patient was turned on her back the catheter was found broken in two pieces. According to the nurse the catheter was not stuck to something that could have explained that it broke. The balloon was still inflated which shown that the break was recent. The catheter was changed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. 1 actual sample was returned for investigation. Visual examination was conducted on the returned actual sample and it was observed that the catheter was broken at funnel area. However, only the funnel part of the catheter that was attached together with the urine bag was returned for investigation. The remaining shaft was nowhere to be found. Based on the complaint description, the issue was noticed shortly after the patient was being rolled over. The funnel was examined using the dino-lite with both under 100x magnification to analyze the damaged area and torn edges. Based on observation, the torn edges were irregular. Review on the funnel portion reveals there is remnant of tube inside the funnel suggesting that the tube was once well attached to the funnel. It is very unlikely that the catheter could have detached or broke without any external force or external contact which in this case might be initiated somewhere during the rolled over movement of the patient. The tube was molded using injection molding machine where tube will be physically mounted in liquid silicone before it gets heated and molded 6-12mm inside the funnel. It requires certain degree of force to detach a~ such suggesting that it could be external contact or miss-handling during inflation which resulted with this issue. It is also uncommon that the catheter broke as a result it gets stuck on working table or gets extended in inner bag during catheter removal from inner bag and pouch. Based on the investigation conducted, the returned actual sample catheter was found broke at funnel joint. No any related issue within the manufacturing processes that could lead to defective product to be shipped out was found. Therefore, this complaint could not be confirmed.